Event description:
User facility reports incident of a missing luer cap on avf. Staff did not notice that the cap was missing and when patient was cannulated a blood leak occurred at the luer end of the needle. Ebl = 100 cc. The needle was subsequently connected to the bloodline to initiate treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.